Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, the device was returned for analysis. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Pacing parameters, sensing values, impedance values, and the patient notifier was tested and no anomaly was detected. The cause of the field event, charge time out, was an internal high voltage capacitor anomaly.